Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
As reported by the ous affiliate, the connector on the drain of a bevd catheter set broke while the team was doing the dressing. The surgeon replaced the catheter and system with no adverse consequences reported. This caused a delay over 30 minutes.

Manufacturer narrative:
The device was returned for evaluation. Returned were a female luer to 3.32 barb connector, luer tube to connector, green striped tubing and white tubing. Based on review of the product design, the connector referenced in the complaint is not a codman product. The codman luer to barb connector has a round shaped feature in the center of the part. The returned connector does not have that feature, rather two ribs in a diamond shaped profile rather than round. In addition, the white tubing is not indicative of the orange color of a codman bactiseal catheter. It does not appear that a codman catheter with connector was used. The green stripped tubing with connector is possibly the codman eds3 external drain. Assembly was tested with saline and syringe to evaluate the joints. No leaking was observed under significant pressure applied to the syringe. Failure mode of ¿the connector on the drain of a bevd catheter set broke¿ was not confirmed. A review of manufacturing records found no discrepancies when the reported lot was released to stock. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for evaluation. However, multiple attempts to obtain the sample were not successful. This report has been updated to reflect the corrected information. Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. A review of manufacturing records found no discrepancies when the device was released to stock. The cause(s) of the difficulty reported by the customer could not be determined. Complaint will be closed as 'no complaint sample returned to codman for evaluation'. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
It was previously reported that the device would not be returned for evaluation. The device was subsequently returned. This report has been updated to reflect the corrected information. Upon completion of the investigation, a follow-up report will be submitted.